Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 188 and blood glucose was 320 mg/dl. He also had sensor glucose of 75 or 80 and blood glucose of 38 mg/dl. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Towards the end of the troubleshooting, the customer¿s line was disconnected. Tried to call him back and there was to answer. Troubleshooting for high and low blood glucose was not done.